Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (Date of birth) information was not provided.(weight) information was not provided.

Event description:
On july 13, 2010, the lay user/patient's daughter contacted lifescan (lfs) (B)(4) alleging that the lancet holder on the onetouch ultraeasy lancing device is damaged. The complaint was classified based on the customer service representative (csr) documentation. The reporter alleged that the issue began in (B)(6) 2010 (date/time unknown). The reporter indicated the patient manages her diabetes with a combination of diabetes medication; however, specified 5 mg of glibenclamide. The reporter denied that the patient took any action in response to the alleged lancing device issue; however, a week later the reporter claimed the patient developed symptoms of thirst and tiredness. The reporter denied that the patient received any medical intervention as a result of the alleged lancing device issue. At the time of troubleshooting, the csr noted that subject lancing device was not misused. A replacement lancing device was sent to the patient. Based on the information provided, this complaint is being reported because the reporter claimed the patient was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged lancing device issue began.